Event description:
On (B)(6) 2018 spinal stenosis of lumbar region with lumbar laminectomy completed on this date and discharged same day. Pt seen in ortho surgeon's office 2 weeks post op on (B)(6) 2018 with incision healing well. Seen back in ortho surgeon's office on (B)(6) 2018 with incision draining which started the previous saturday, temperature 103 and 10/10 pain. Upon exam by surgeon wound showed minimal erythema, slight purulence expressible appears superficial. Pt was started on antibiotics at this time and will see back in office in 1 week. On (B)(6) 2018 - pt seen in surgeon's office. Wound at this time showing less drainage and erythema but was still draining some. Continue antibiotics and report back in 1 wk. On (B)(6) 2018 - small area of dehiscence at the inferior pole of the incision. Will schedule for surgery for I and d and revision. On (B)(6) 2018 - I and d of lumbar wound; wound revision, lumbar wound, lumbar wound cultures x 2 completed and discharge home same day to f/u with surgeon in 2 weeks. On (B)(6) 2018 - (B)(6) on both cultures.